Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no motor movement error and was not able to rewind the insulin pump. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no motor movement or negligible alarm during testing. The motor was tested outside of the device and passed.